Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence is entered as (B)(6) 2011 when the study was conducted. A date between (B)(6) 2011 was entered for reportability purposes. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.

Event description:
This event was captured based on review of the article, a "modified crossover technique" for vascular access management in high-risk patients undergoing transfemoral transcatheter aortic valve implantation. One patient had evidence of prostar failure at the therapeutic left femoral access site following a transcatheter aortic valve implantation (tavi). A non-abbott stent was implanted via 8 fr access in the right femoral artery with no evidence of contrast extravasation on control angiography. No additional information was provided.